Manufacturer narrative:
Histology performed. Results - evaluation determined that the product performed to specification. Cause of the patient's pain could not be attributed to the device.

Event description:
The tm-500 implant was explanted. The patient had complaint about a pain 6-month post op.